Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: during a procedure, the surgeon was using the telefix plate along with competitors expandable cage for a t10 corpectomy. The surgeon implanted the cage and the cage was fully expanded. When attaching telefix plate, the washer on the plate had come out from the bottom as the plate was being locked. The locking mechanism would not lock as the screw would just swivel. The posterior screws were locked to plate making it difficult to remove and replace the plate. The surgeon felt the plate would not cause any problems as the cage had already expanded and was satisfied to leave the plate as it was. Upon x-ray, the washer was seen below the plate and was removed. The procedure was not prolonged for a significant period and reportedly there were no adverse effects on the patient. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.